Manufacturer narrative:
The complainant reported a fracture in a dual lumen hydropicc. The catheter was inserted on (B)(6) 2024 and removed on (B)(6) 2024 after nurses discovered a leak at the insertion site. Upon removal, a fracture was observed. No photos were taken and no details were provided regarding the size, location, or shape of the fracture. The catheter was discarded and is not available for return to avi. A new catheter was inserted to continue treatment. The lot number of the fractured catheter was provided by the complainant, and a review of production records revealed no nonconformances. Without additional information, photos, or return of the device, the root cause cannot be determined.

Event description:
Report of a leaking/ fractured catheter.